Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files were also analyzed; the files confirm system notice #50005 "leak detection" at the second injection. Smart chip verification indicated the catheter was used for two injections. Visual inspection of catheter showed the inner balloon had traces of blood inside, there was no blood inside the catheter handle. The catheter failed the performance test due to system notice #50005 "leak detection." Pressure tests revealed a leak through the guide wire lumen; the balloon's integrity was intact and no breach was observed. Dissection showed a guide wire lumen twist and guide wire lumen breach at approximately 1.4400 inches proximal from the tip. The catheter failed the inspection due to twist and guide wire lumen breach.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and coaxial umbilical cable were replaced and the procedure was completed with cryo. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.